Event description:
It was reported by the patient that one day after the implant procedure, "something went wrong with the (right ventricular) lead." It was clarified by the medical equipment company representative that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.